Event description:
On (B)(6), the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported that she began receiving high bg readings from her dario meter with the last two strip orders that she purchased from dario. The user also stated that when performing consecutive tests with her dario meter, she initially received an above normal bg range followed by a bg reading in the normal range.

Manufacturer narrative:
Multiple attempts to follow up with the user were made by dario's representatives, however the user could not be reached. On (B)(6), the user emailed dario stating that she would be traveling for the next month and therefore would not be available. In this email the user attached several screenshots showing the bg reading differences during consecutive readings from on (B)(6). The consecutive bg readings that the user received were as follows: 178 mg/dl vs. 123mg/dl and 124 mg/dl, 126 mg/dl vs. 94 mg/dl, 141 mg/dl vs. 100 mg/dl, 207 mg/dl vs. 96 mg/dl, and 439 mg/dl vs. 100 mg/dl. An additional attempt to follow up with the user was made and the user responded by email stating that she was upset that she did not speak to dario's representative before she left for her travels. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.